Manufacturer narrative:
Analysis of the pump identified a deformed pump tube at the pump head. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on regarding an implantable intrathecal pump used to deliver remodulin. The indication for use was unknown. The pump was returned to the manufacturer without a complaint. It was indicated that the pump was removed due to battery depletion associated with normal end of life, and the patient recovered without sequelae following the device removal. No patient symptoms or complications were reported as a result of this event.